Event description:
Rn was attempting to plug in infusion pump when the patient admitted. Holding the rubber part of the plug, the prongs barely entered the outlet and rn was zapped on the thumb. Minor burn on thumb with numbness.